Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 89% stenosed, 3x50mm, concentric, de-novo target lesion containing a lesion bend of between >45 and <90 degrees was located in a moderately tortuous and moderately calcified circumflex artery. After a 2.0x20mm balloon catheter was advanced for dilation, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but encountered difficulty. When the device was removed, the stent strut of the mid section was lifted. The procedure was completed with the implantation of 3 drug-eluting stents. No patient complications were reported and the patient's status was stable.